Manufacturer narrative:
Weight was reported as "(B)(6)lbs approximately," when it was previously reported as (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-feb-20. When asked what were the circumstances that led to the pocket erosion and pump rupturing the skin, the patient stated, ¿none that I know of, in fact that has been my question all along.¿ it was reported that the pump was removed by the doctor a few days after the rupture. The patient still did not know why it happened, and requested if the manufacturer had any idea that they would let the patient know. Regarding the difficulty reading the telemetry report, the patient reported that the doctor never had problems reading the pump. It was then reported that the pump would not be returned to the manufacturer, as the doctor failed to request the hospital to return it and the hospital told the patient that it was thrownout. The patient weight was also reported (conflicting to what was previously reported). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that ¿from the day it was installed, it bulged out further than the old one. I noticed and mentioned to my neurologist that it was warm soreness. She said I may have to go see the doctor that put it in.¿ when asked if the pocket erosion and rupture of the skin had been resolved the patient stated, ¿I had emergency surgery after it was sticking out of my skin one morning after having a colonoscopy. The doctor retired that put it in, his successor failed to have the hospital save it so now I¿m having to decide if I want another one. I would like to know why it happened before I do. I was never told that could happen.¿ the patient was asked about the circumstances that led to the difficulty reading the telemetry report and they stated, ¿no, it was still reading okay.¿ the pump would not be returned to the manufacturer for analysis. The patient¿s height was reported as ¿6¿0¿ and the weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 530.1 mcg/day) via an implantable pump for intractable spasticity. The event date was around (B)(6) 2017. Patient reported that the pump was "defective" and had questions. Patient also reported erosion at the pump pocket and stated that the device actually ruptured the skin, in terms of being defective, it was noted that during an unrelated colonoscopy procedure it was discovered that the pump was coming through his skin and the pump had to be removed during emergency surgery on (B)(6) 2017 because it was pushing through the skin, no infection was reported. Patient did not mention if it was a total system explant. Patient stated he requested pump be sent to the manufacturer for analysis and was wondering if it had been received yet and it was reviewed that there was no information showing that the pump was received. The patient was told that the pump was not received from the hospital, and patient clarified that the hospital staff told him that they would be sending the pump to the manufacturer for analysis. Patient and his wife requested to keep the pump but had not heard back from the hospital either way, the patient would followup with the hospital to try and locate the explanted pump. It was noted that while on call, the patient used telemetry strip to find drug, dose, and concentration of pump. While patient was referencing strip, he mentioned he was having difficulty reading the report. No further complications were reported.